Manufacturer narrative:
Although specific age and weight are unknown, approximate weight is (B)(6) and approximate age is (B)(6). The customer¿s report of a fentanyl overinfusion was not confirmed. Analysis of the pcu event log shows that at 6:09 pm on (B)(6) 2017 the device was programmed to infuse fentanyl 1000 mcg/100 ml at a rate of 5 ml/hr with a vtbi of 30 ml (which would take 6 hours). The infusion was paused and restarted several times and continued until 12:35 pm on (B)(6) 2017, when the device was channeled off. During the infusion, the rate was changed multiple times to either 5 ml/hr or 9 ml/hr. The starting volume of the fluid container cannot be determined through device logs and it cannot be definitively determined when the fluid container required changing or was changed. The pcu event log shows 147.031 ml was recorded as being infused. The root cause of the customer¿s report of a fentanyl overinfusion was not identified. No device was returned for investigation. (B)(4).

Event description:
The customer reported an infusion of fentanyl 1,000 mcg/100 ml (10 mcg/ml) was to last approximately 20 hours and the 100 ml bag completed in 3 hours. There was no patient harm or medical intervention.